Event description:
During a pci/stenting procedure, the express2 monorail 20x4.0 mm balloon ruptured at sixteen atms on the second inflation. The lesion being treated was 100% stenotic lesion in the right coronary artery. The physician used a goodtech introducer sheath for vascular access, a mach 1 guide catheter, a neo guide wire, and an everest inflation device were also used in this case. No patient injuries or complications were reported.